Manufacturer narrative:
(B)(4). The complaint can be confirmed. Visual evaluation of the provided x-rays was completed and found that the device was fractured. The device history record was unable to be performed as the catalog or lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial osteotomy surgery. The patient walked on the foot which caused the plate to break. A new surgery to remove the plate was performed and a ttc nail was implanted. All available information has been provided.